Manufacturer narrative:
We have had insufficient evidence obtained from the facility where the incident occurred to determine whether the device may have contributed to the incident.

Event description:
The user of the product fell (slipped from a low chair) and sustained a fractured neck of femur (hip fracture) whilst the product was insitu.